Manufacturer narrative:
Patient information - no patient information was provided. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2018-00020 / 00021).

Event description:
Two reform polyaxial drivers were returned due to tip breakage. Attempts to obtain details surrounding the tip breakage were unsuccessful. No patient injury or delay to the procedure has been reported.

Manufacturer narrative:
The cause for the failure is not known but would be a result of high torque application. The failure mode is consistent with a shear ductile overload. This could have resulted in a one time high torque application or due to low cycle fatigue after a prior high torque application. Review of manufacturing history records found 15 pieces of lot 3267mm released for distribution on 11/24/14 with no deviations or anomalies. Two-year compliant history review found one previous report of this nature for the reported lot. Design changes were initiated subsequent to the manufacture of this lot in effort to strengthen the tip. No additional changes were recommended. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2015-00020-1 / 00021-1).